Event description:
My vp shunt for normal pressure hydrocephalus was implanted in 2017 and worked fine up until I switched to the resmed f30i mask with magnetic snap closures in 2022. From late 2022 until notification of the potential magnetic interference issue that came from resmed though apria in early 2024, I experienced three serious episodes of: severe dizziness, disorientation, unconsciousness, agitation, falls and lack of memory of the events. All three episodes required transportation to a hospital, where the emergency room physicians were unable to find a root cause after exhaustive lab tests, x-rays, CT scans, including a shunt patency to verify that the shunt was draining properly. The hospital was unable to find any problem with the shunt other than the setting, which had shifted unexplainably from its proper setting of 1.5 to 2.0 (on a scale of 0 to 3) causing too much flow of csf. The neurosurgeon had no explanation for the shift in setting, since the system checked out as working perfectly except for the unexplained shift in the setting. I had appointments every six months for a checkup and each time the setting had shifted from 1.5 to 2.0. Since the notification in early 2024, I (and my wife) shifted to the non-magnetic resmed f10 system. I have had two subsequent checkups that showed the shunt was functioning perfectly and the setting had not changed. Tests involved were listed above. All are normal since the removal of the magnetic secured face mask. Ref report: mw5159515.